Event description:
Hold sbf it was reported to covidien on (B)(6) 2014 that a customer had an issue with a biopsy needle. The customer reports that during a bone marrow biopsy, separation of the handle/sleeve and trocar. It was impossible to withdraw the trocar from the ilium. The customer reports that they needed to perform an orthopedic surgery to remove the trocar. Antibiotics administered to the patient.

Manufacturer narrative:
Submit date: 02/03/2014. An investigation is currently underway. Upon completion, the results will be forwarded.